Manufacturer narrative:
Correction; correcting d9 of the initial medwatch. The device was not available for evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device was not returned to olympus for a device evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center did not power up. The issue was observed in-between procedures. The fse on site informed that the equipment does not start correctly, does not transmit image and the highlight and air indicators do not light up. They were able to carry out the procedures with another device, not affecting the patients, therefore, no patient harm was associated with this event.

Manufacturer narrative:
B3 updated to march 15, 2023.